Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon impacting the femur with secondary femur impactor, the button/spring broke. The button/lever snapped. All the pieces were found, no delay in surgery, and patient was not harmed. Then while pinning the distal femoral cutting guide, a threaded pin was bound up in pin hole. This did add time of 10 minutes to the case , all pieces were recovered, and the patient was not harmed.